Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the new patients were not appearing on the assigned stations. A technical support specialist (tss) found server communication was interrupted, which caused delays in data transfer. As this was a known recurring issue with this server, tss followed the steps outlined in knowledge article 'multiple devices with download stopped ¿ current subscription cycle stuck' to resolve the issue. After resetting the service, the server messages processed successfully, and the system continued to function. The tss mentioned that if the issue reoccurred, they followed the steps available in 'multiple devices with download stopped ¿ current subscription cycle stuck'. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over to multiple stations and the issue had been ongoing for the past week. Patients appeared on the server after admission but did not show on their assigned stations, requiring manual addition from the server and the stations were not in critical override. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over to multiple stations and the issue had been ongoing for the past week. Patients appeared on the server after admission but did not show on their assigned stations, requiring manual addition from the server and the stations were not in critical override. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.